Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.00in winged bc needle shielding failed. Date of occurrence: (B)(6) 2025. Reference: 386810. Batch number: 4180596. Description of defect: during the insertion of a peripheral venous line with the secure winged catheter, a nurse pricked herself due to a securing release fault. In addition, the patient had sepsis caused by highly resistant bacteria. The nurse was treated as an emergency according to the blood exposure accident (bea) protocol. The defective medical device was retained. Would you like the case to be returned for expert appraisal?

Manufacturer narrative:
Our quality engineer inspected the photo and three samples submitted for evaluation. The reported issue of needle shielding failure was not confirmed upon inspection of the sample. Analysis of the samples showed no damages or defects. The samples were subjected to an activation test and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.